Event description:
The customer reported that there was a crack on her insulin pump that is one fourth to one half an inch, where the medtronic logo is on the side of the insulin pump. The customer stated the crack has not affected the functioning of the insulin pump in any way. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with cracked display window corners, cracked battery tube threads and cracked belt clip.